Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/09/2023, it was reported by a sales representative via sems that an ar-623-7 ibalance® tka metal piece broke off into an impaction handle. This occurred during a tka case on (B)(6) 2023. There was no additional information provided. Additional information is requested.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during use.

Event description:
Additional information was provided on 03/13/2023 where it was reported by a sales representative the device did break while inside the patient. When the doctor went to slap hammer the piece out, the top part broke off. No fragments were inside of the patient, and the broken piece was stuck in the underside of the slap hammer. The patient had osteoporotic bone, and the surgeon used a set of pliers to pull the rest of the tibial punch out.